Event description:
It was reported that a spectrum pump experienced a door latching error. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door latch error as a door not fully latched alarm. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.